Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the partial view of catheter. The material bulge was noted on the extension at joint area. Therefore, the investigation is confirmed for the reported catheter bulge issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), a patient underwent a dialysis catheter placement procedure using a glidepath hemodialysis catheter. Post the procedure after some time, on (B)(6) 2026, it was noted that the catheter had bulged in the area above the bifurcation when the patient presented for dialysis. Reportedly, the catheter was removed on the same day. There was no reported patient injury.